Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that a patient was implanted with a metasul insert on (B)(6) 2005 and underwent revision surgery on (B)(6) 2017 due to pain, suspected metallosis, stem loosening and increased levels of cytokines.

Manufacturer narrative:
As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. A technical investigation was not possible to perform, as the device is not at hand for investigation. Trend analysis: was not possible to perform, as the catalogue number is unknown. As no lot numbers were provided for the devices, the device history records could not be reviewed. An e-mail requesting missing device data information was sent. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: it is reported that an unknown patient underwent a revision surgery on (B)(6) 2017 after 11 years 3 months in-vivo time due to aseptic loosening. Surgeon suspected metallosis. Stem is stated to be appearing loose on the x-rays. Increased levels of cytokines were found in the patient. No medical data such as x-rays, surgical notes or any other case-relevant documents received. No product was returned to zimmer biomet for in-depth analysis. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Aseptic loosening and increased level of cytokines, which might indicate a possible infection, are not confirmed due to absence of medical data. Reasons leading to loosening include wear due to micromotion in taper connection of the stem and wrong operational procedure. The gamma sterilization specification of the devices certify the suitability of sterilization. The irradiation certificate of the affected lots (except the cup and insert of which the lot/ref is unknown) have been reviewed and were found to be according to specification. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. However, the appropriate IFU for endoprosthesis states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).